Manufacturer narrative:
The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips remote service engineer (rse) spoke to the customer and had them walkthrough the configuration settings. The rse determined that the issue was due to the extreme alarms being disabled. After activation the customer issue was resolved. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that there is no sound during the alarms. The device was not in use on patient at time of event, there was no adverse event reported.